Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they opened a new box of infusion set and reservoirs and all three of the infusion sets when she went to prime failed. The customer reported that the connection to the reservoir had been harder to get the infusion set to lock on. The customer declined to troubleshoot for high blood glucose since it was a past event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.